Event description:
It was reported, the pt rec'd a "low battery/stimulation off" message when using her programmer. The pt may undergo surgical intervention, but she is unsure at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.